Event description:
The customer reported a reported problem retrieving saved images and cine runs. The system was displaying general disk failure, however, the unit is fully functional and able to save images and runs error free. The problem occurred after completing the procedure. No patient injuries were recorded.